Event description:
It was originally reported that the patient was "battling" bladder infections. The physician confirmed the reoccurrence of bladder symptoms. Reprogramming of the device was performed. A fracture of the lead was suspected and a revision was performed on (B) (6) 2008, at which time a new lead was placed. The patient recovered without sequelae.

Manufacturer narrative:
(B) (4).